Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure on (B)(6) 2019 and the ipg was not placed into surgery mode.